Manufacturer narrative:
One split stream catheter in two pieces was returned for evaluation. The lumen was cut 15.5 cm distal to the bonded "y" junction of the arterial and venous lumens. A visual examination of the sample revealed a hole in the arterial lumen at the point where the lumens are bonded together. Changes have been implemented to the manufacturing process. A trial was conducted using the improved process. All catheters met all acceptance criteria-visual, dimensional, and leak test.

Event description:
It was reported that there was leakage from the bifurcation of the catheter.